Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect.the sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event.the user reported that her insertion site was tender and there was leaking of blood and fluid after insertion.the issue happened on (B)(6) 2025.the user's sensor was successfully removed on (B)(6) 2025 due to infection at insertion site.

Event description:
Senseonics was made aware of an incident where user reported that her insertion site was tender and there was leaking of blood and fluid after insertion.the issue happened on (B)(6) 2025.the user's sensor was successfully removed on (B)(6) 2025 due to infection at insertion site.